Event description:
Caller reported experiencing a cgm error on the pump. A specific blood glucose level was not reported, but no adverse impact occurred. Customer reverted to an alternate method of insulin therapy.